Manufacturer narrative:
This additional information is being provided after new information become available.

Event description:
It was reported that the customer passed away. The caller stated that the customer had been working and died while working, alone. The caller stated that the customer requested for his body to be donated to science, therefore, an official autopsy was not performed. The coroner stated that the death occurred quickly and may have been related to a heart attack or stroke. However, the death certificate states heart attack as the cause of death. The caller stated that a few weeks prior to passing, the customer was told that he may need a heart surgery. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer had been there for a while before he was found. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death. The caller declined returning the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Patient financial services received information that the customer passed away on (B)(6) 2015. Attempts were made to contact the next of kin however only voice mails were able to be left. Additional attempt will be made. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.